Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on 18th may 2022 a critical red alarm occurred in bed 8. The nurse was in bed 1 and did not hear the bed alarm nor see the bed pop up. The alarm sound was too weak. The device was in use on a patient at the time of the reported issue. The patient was in cardiac arrest and users didn¿t realize at first. The treatment was delayed. No further information regarding the treatment itself was made available.

Event description:
It was reported that on (B)(6) 2022, a critical red alarm occurred in bed 8. The nurse was in bed 1 and did not hear the bed to bed alarm nor see the bed to bed pop up. The alarm sound was too weak. The device was in use on a patient at the time of the reported issue. The patient was in cardiac arrest and users didn't realize at first. The treatment was delayed. The philips field service engineer (fse) went onsite and gathered the requisite logs to determine if the alarms were properly transferred and did in fact alarm. The log review was done was by philips technical support and the diagnosis carried out determined that the alarm did in fact sound as seen in the logs. The next log shows the alarms were properly transmitted between the bed using the bed to bed interface. The log analysis confirmed that the two beds in question were in the same group and the alarms were transferred properly. The incident was determined to be that of a configuration problem, as per the allegation for the alarm volume was too low. A meeting with a philips application engineer was organized and carried out to remedy the situation with the configuration and low sound. The final performance tests were carried out by the fse and found no signs of any malfunction, the devices were working as expected.